Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage (bathroom). Test strip (B)(4). Note: manufacturer contacted customer on 7/26/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with test results from results obtained of 51, 52, 58 and 64 mg/dl. Customer also reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 - 122mg/dl. The customer feels well and did not report any symptoms. Customer stated the night prior when his blood glucose was low that he had felt fine but his wife stated that he was a bit confused. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date is two-three weeks. The meter memory was reviewed for previous test result history: (B)(6).